Event description:
It was reported that when the health care professional was interrogating the pump, the pump was ¿struggling to get telemetry and struggling to read the actual pump.¿ the programmer made ¿kind of a funky noise, kind of shut off,¿ and when the health care professional went to re-interrogated it, the pump had stopped. Then the health care professional re-updated the pump, and it ¿ran again.¿ the event occurred when the health care professional was doing an update after refill. Additional information received confirmed that the programmer malfunctioned and caused the pump to go into a stopped mode. The pump was re-interrogated and re-updated. Everything was ¿working once the update was completed.¿

Manufacturer narrative:
(B)(4).